Manufacturer narrative:
Our field service engineer (fse) replaced the control printed-circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to service after successful functional and safety tests. Evaluation of the received device logs showed that the reported technical error occurred three days before the reported date of event, while in standby mode. Several software errors were raised that indicated a breathing control pcb memory issue. During laboratory tests with the returned control pcb installed in a reference ventilator, several pre-use checks tests succeeded, and simulated-use tests of ventilation ran successfully for 2 weeks, except during a stress test, when components on the control pcb were cooled down and technical errors were generated. After the ventilator was restarted, it worked as expected again. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. Our conclusion is, that the returned control pcb was unstable, but no permanent fault condition was found. The cause for the reported failure has not been established from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an internal memory error during pre-use checks tests. There was no patient involvement reported. (B)(4).